Manufacturer narrative:
The insulin pump passed the self test, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test however, the pump was received with high sleep current due to high resistance on the internal battery connector. After disconnecting and reconnecting the internal battery connector on j6 or pcb 1, the pump was monitored and functioned properly. The power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump was also received with the case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that there was crack on insulin pump near battery insertion and on the side of insulin pump. Customer stated there was no physical damage to the reservoir lip ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.